Event description:
The patient reported that the bottom lead was non-functional. The patient's physician was contacted. The right ventricular lead was noted to have high impedance. The pacing mode was programmed to aai-ddd mode and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead (B)(6) 2011. (B)(4).